Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 480 mg/dl. In addition, customer¿s current blood glucose level was 348 mg/dl. Customer was treated with manual injection. Customer reported that the insulin pump did not working. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.